Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform stapler 45 instrument had incomplete staple line and was not working properly. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting incomplete staple line, an investigation is in progress to determine the cause of this reported event. Isi has requested the reload involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. Intuitive surgical, inc. (Isi) did receive a sureform stapler 45 instrument to perform failure analysis. The sureform stapler 45 instrument was analyzed, and failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of could not reproduce - cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization multiple times. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped fired and unclamped successfully twice. The instrument was fired with sureform green 45 reloads. No firing failures or other failures were observed during log review of remotefe and dsp logs. Additional observation not reported by site was also identified: the instrument housing was removed, and the instrument was found to have bearing corrosion. As a result, friction was observed when the instrument was manually rotated off the system. A grindy friction is observed when the main tube is manually rotated. The root cause of this failure is attributed to transport/storage. Although initial investigation determined most probable common root cause to be user-related, after additional investigation/testing the most probable common cause is determined to be attributed to the transport/storage since rust on roll thrust bearing likely occurs after the instrument is used in the procedure and during transport. A review of the instrument logs for the sureform stapler 45 blue reload associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: logs show the sureform stapler 45 instrument, part number (480545-04, lot number t10230131-0273), was installed on the system 6 times and fired 4 blue reloads. On installs #1 and #2, the first clamp was successful, and the firings were completed with no pauses for compression. On install #3, the first clamp was aborted at approximate 69% completion, and was followed by 2 successful clamp attempts, and the firing with no pauses for compression. On install #4, the first two clamp attempts were aborted at approximate 65% and approximate 77% completion, respectively. The third clamp attempt was successful and was followed by the firing with no pauses for compression. On install #5, the system failed to detect the reload color and the user manually selected the blue reload via the selection on the surgeon side console (ssc) touchpad. No clamping or firing was attempted on this install. The instrument was removed and re-installed for the 6th time. On this install the user was prompted to select the blue reload again, due to not firing on the previous install. There was no clamping or firing attempted. The instrument was removed and not used again in the procedure. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no stapler related errors in the logs. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the staple line was incomplete. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.